Manufacturer narrative:
Concomitant medical products: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had lead migration as confirmed through x-ray. The patient underwent a revision procedure wherein the clik anchors were replaced per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.